Event description:
This was reported as an arteriotomy closure of the left common femoral artery with a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, a suture separation occurred while removing the plunger, and the knot was noted to be untied as a result. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.